Manufacturer narrative:
Explant date: 2016. Model number/catalog number: sc-2138-50, serial number: (B)(4), batch/lot number: a23185/a23309, model/catalog description: phase iii linear lead - 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.